Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient presented with bad pericarditis and a half liter of blood around the heart from a pericardial effusion. An attempted epicardial lead was unable to capture after reversing polarity and repositioning multiple times. The lead was removed with no further implant attempts made. No patient complications have been reported as a result of this event.